Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: crease/folding of implant: creases observed on the device. Calcification: calcification observed on the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "lymphadenopathy, calcification, crease/folding of implant, and seroma-late." Healthcare professional later reported "capsular contracture baker grade iii." Device has been explanted. Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: lymphadenopathy, seroma-late, capsular contracture baker grade iii, calcification, crease/folding of implant.

Event description:
Healthcare professional reported right side "lymphadenopathy, calcification, crease/folding of implant, and seroma-late." Healthcare professional later reported "capsular contracture baker grade iii." Device remains implanted.